Event description:
A patient called in 01/2002, alleging that patient's one touch profile meter was giving inaccurate high readings and also getting a redo check message. Patient was disoriented and patient's co-workers assisted patient. Patient was feeling low before lunch and patient's co-worker, a pediatric nurse, tested patient at 157 mg/dl on patient's meter. Patient received emergency care at the hospital. Twenty minutes later, patient tested at 31 mg/dl on the hospital meter. Patient was in the hospital from 2 to 6 pm but was not admitted. Patient was given sucrose and a meal. Hospital tested patient later at 128 and 238 mg/dl. Patient started taking a long acting insulin 3 months ago along with humalog. Patient's meter had also been prompting a "redo check" message for a week. Patient did not have the qc items to perform control checks, and has not used them since patient started using the meter. Patient reportedly feels "okay tonight". Patient was cleaning the meter incorrectly. Unable to contact the customer to obtain more information.